Event description:
During a training session by an arjohuntleigh employee at a customer site. It was said that an incident had occurred with the sara stedy in (B)(6) 2012. A patient was in this active floor lift and fell when only one of the two seat cushions was down. The patient slipped besides that seat cushion and broke her leg or hip. It was not known by the facility that they should report this kind of incident to the device manufacturer.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). An on-site is to be scheduled to meet the facility manager in order to have more details regarding the incident. Additional information will be provided following the conclusion of the manufacturer's investigation.